Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Actual occurrence date and the therapy date is unknown. A batch review will be performed. The device is reported to be available for evaluation. Should the device be returned or additional relevant information become available, a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection was performed and no issues were noted. Leak testing, clear passage testing and clamp function testing were performed with no issues noted. The device was removed and reattached with no leaks or loose caps noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported problem could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set connection to the minicap could not be tightened. The patient explained that they had their transfer set changed and a few days later, they were concerned that the transfer set and the minicap connection was too loose. The patient did not want the minicap coming off of the transfer set. As a result, the transfer set was replaced. During the follow up, the patient reported that at the time, their doctor instructed them to try a new minicap with the transfer set, but after trying 3 or so, all of them had resulted in a loose connection. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available. This is report 1 of 5.